Event description:
A user facility clinic registered nurse (rn) reported via fax that the bain fistula needle causes bleeding more often around insertion site even with needle on 1/8 inch out. Patient are also complaining that these needles hurt more than the old ones. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).